Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device experienced an electrical reset during programmer interrogation. The device remains in use. No patient complications have been reported as a result of this event.